Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received multiple no delivery alarms. The customer also reported that they experienced high blood glucose. The customer's blood glucose was 25 mmol/l at the time of incident. The customer's blood glucose was 10 mmol/l at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. Troubleshooting for the no delivery alarms did not occur. The insulin pump will not be returned for analysis.